Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was experiencing poor performance with the device. No output from the device was obtained. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).